Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, these results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the surgeon was experiencing some difficulty trying to manipulate an expressew device. While trying to manipulate and maneuver the device, a portion of the distal end of the expressew suture passer needle broke off into the pt's joint space. The fragment was able to be easily retrieved from the body, and the procedure was concluded successfully without further issue or harm to the pt.